Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an ac resection during suturing of the rotator cuff, the tip/burr of the device fell off. The surgeon did a semi-open surgery, so the broken-off burr could be retrieved without consequences. There was no harm to the patient, operator, or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the welding area is broken on the tip of the inner tube assembly. While this was initially considered to be potentially caused by a supplier manufacturing defect, the investigation under ncr-22516 could not assign a root cause to any supplier procress. The devices are conforming to all specifications and no manufacturing changes have been introduced that could be related to the failure observed. The most likely cause is therefore updated and attributed to misuse (abnormal use), as it is likely that the device has been used to pry/leverage tissue, resulting in the application of excessive forces and breakage of the tip weld. Functional testing was not performed due to damage to the device.